Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during the trial procedure there was difficulty accessing the epidural space. The patient developed a small subdural hematoma and the leads were removed. The symptoms are improving and there have been no reports of further complications regarding this event.